Event description:
It was reported that a patient underwent a posterior lumbar spinal fusion procedure on (B)(6) 2013 and suture was used for knotted suturing under the skin. During passage through the tissue, approximately 1mm of the needle broke at the tip. The surgeon looked for the broken needle, but was not able to locate it. The surgical site was then washed out and the wound was closed. After the surgery, x-rays were taken, but the broken needle was not found. The surgeon commented that there was a possibility that the broken needle was retained in the patient. It was reported that there may have been an improper technical issue on the use of the needle.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.